Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
There is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was complaining about halos following implant of the intraocular lens (iol). The patient tried night driving glasses but they were not working. No lens explant was scheduled. Further information noted the patient's symptoms began (B)(6) 2016, affecting their left eye. A capsulotomy was scheduled. The symptoms were affecting the patient's daily activities. No further information was provided.